Event description:
It was reported that the device was explanted after an implant duration of zero days. On 06/08/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful valve replacement, as it was felt that there was obstruction of the left main stem coronary ostium. Per the operative report of (B) (6) 2010: I thought now that perhaps the only thing that could have happened would have been that the valve was obstructing the left main coronary ostium.

Manufacturer narrative:
(B) (4) = unsuccessful valve replacement.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.